Manufacturer narrative:
An event of the perivalvular leak (pvl) and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl could not be conclusively determined. The reported complete heart block could not be conclusively determined. The reported hospitalization and unexpected medical intervention and surgical intervention were results of case-specific circumstances as post-implant valvuloplasty was performed to address the pvl, a dual chamber pacemaker was implanted to address the complete heart block, and the patient required prolonged hospitalization. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting (act) levels were 291s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The valve was fully re-sheathed 2 times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 7mm and at left-coronary cusp (ncc) was 7.6mm. After the implant, a post-implant balloon valvuloplasty done due to mild perivalvar leak (pvl). The patient required prolonged hospitalization. Post procedure, the patient required a dual chamber pacemaker due to a complete heart block.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting (act) levels were 291s and heparin was given. A pre-implant balloon valvuloplasty done with a 23mm non-abbott balloon. The valve was fully re-sheathed 2 times due to the implant depth was too high. The final implant depth at non-coronary cusp (ncc) was 7mm and at left-coronary cusp (ncc) was 7.6mm. After the implant, a post-implant balloon valvuloplasty done due to mild perivalvar leak (pvl). The patient required prolonged hospitalization. Post procedure, the patient required a dual chamber pacemaker due to a complete heart block.